Event description:
Chronically low r-waves noted. Rv (right ventricular) bipolar and unipolar lead impedance warning on (B)(6) 2022. Possible over sensing on the ventricular lead. Sensing integrity warning for 8505 short v-v intervals since (B)(6) 2022. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).